Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during and after the pt's ipg replacement procedure on (B)(6) 2014, diagnostics revealed high impedances. The ipg replacement procedure was reported under MFR reports #: 1627487-2014-03120. As a result, the pt was not receiving stimulation. In turn, the pt's lead was revised. During the revision, the physician disconnected the pt's lead from the ipg header and implanted a new lead (with a different model). Effective stimulation was obtained post-op. The pt's 3289 lead was not explanted.